Event description:
A report was received that the patient underwent a pocket revision due to frequent charging and heat at the pocket site. Database analysis revealed no signs of premature battery depletion. The ipg charges as expected when coupling is optimal. When coupling is less than optimal and the thermistor is triggered, the ipg may experience a delayed charge. The patient was reportedly doing well following the procedure.